Event description:
It was reported that the patient presented at office consultation with an artificial urinary sphincter (aus) that was not working properly, as the pump was not functioning. A surgery was performed and upon procedure, it was found a tear in the tubing near the cuff. All components were removed and replaced with a new aus. There were no patient complications reported.